Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the event was reported to be in the month of november. The date and year was not reported. The expiration date of the device is not known as the device lot number is not available / not reported. (B)(6). The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the healthcare professional reported that following a mechanical thrombectomy procedure of a massive occlusion from the internal carotid artery (ica) to the proximal m1 segment of the middle cerebral artery (mca) with a 5mm x 3mm embotrap ii revascularization device (et009533 / unknown lot number), the patient experienced a small amount of bleeding. There was no medical nor surgical intervention was required for the bleed. The patient also did not experience prolong hospitalization as a result of the reported bleed. It was reported that the thrombectomy procedure was performed five days after symptom onset. The symptoms were severe on the third day of hospitalization. On the fifth day, the patient underwent angiographic examination. Mechanical thrombectomy was performed with a large amount of the thrombus removed during the first pass, but there was a small amount of bleeding noted post-procedure. On 24-nov-2021, additional information was received. The information indicated that the exact date of the procedure is unknown. There was no medical intervention required for the bleeding. The thrombectomy was performed 5 days after the patient was hospitalized. There were no malfunctions or performance issue associated with the embotrap ii device. The reported bleeding event did not result in any clinically significant delay in the procedure. There were no symptoms of paralysis associated with the cerebral hemorrhage; the paralysis which had been present at baseline had improved. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a known potential adverse event associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap ii IFU as such. The embotrap revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. This case was performed five days after symptom onset. With the information provided, it is not possible to determine whether the bleed was secondary to iatrogenic vessel injury or a consequence of hemorrhagic transformation of the baseline ischemic stroke. Because of diminished autoregulation in vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, there is increased risk of hemorrhage upon return of normal blood flow. The use of tpa also puts the patient at a higher risk for experiencing hemorrhagic transformation. Review of the available information suggests that patient, procedural, and pharmacological factors may have contributed with no indication of a device malfunction or defect. Since cerebral hemorrhage is considered a serious injury and the relationship of the embotrap to the reported event cannot be excluded. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that following a mechanical thrombectomy procedure of a massive occlusion from the internal carotid artery (ica) to the proximal m1 segment of the middle cerebral artery (mca) with a 5mm x 3mm embotrap ii revascularization device (et009533 / unknown lot number), the patient experienced a small amount of bleeding. There was no medical nor surgical intervention was required for the bleed. The patient also did not experience prolong hospitalization as a result of the reported bleed. It was reported that the thrombectomy procedure was performed five days after symptom onset. The symptoms were severe on the third day of hospitalization. On the fifth day, the patient underwent angiographic examination. Mechanical thrombectomy was performed with a large amount of the thrombus removed during the first pass, but there was a small amount of bleeding noted post-procedure. On 24-nov-2021, additional information was received. The information indicated that the exact date of the procedure is unknown. There was no medical intervention required for the bleeding. The thrombectomy was performed 5 days after the patient was hospitalized. There were no malfunctions or performance issue associated with the embotrap ii device. The reported bleeding event did not result in any clinically significant delay in the procedure. There were no symptoms of paralysis associated with the cerebral hemorrhage; the paralysis which had been present at baseline had improved.